Event description:
It was reported that customer was asked to review this line due to 'leaking' fluid. Customer flushed the line and there was a obvious split where fluid was escaping. According to the patient and her husband, a nurse had review the line and put the split part of the line into the securacath and 'sealed' the line. Husband was concerned so contacted the doctors who asked nurses to remove the line. Detail how the patient was affected: the PICC line had to be removed and patient required another PICC to continue her chemo treatment.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1471 showed six other similar product complaint(s) from this lot number.